Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The peritonitis was manifested by cloudy pd effluent and feeling ill. The cause was unknown. The patient was treated with an unspecified treatment for the event. At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. Additional information is not available.